Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® certain® 2 implant 5 x 10mm (xifoss510) was returned for investigation. Evaluation of the as returned product measured to be in-specification as per the implant print dwg. 834011 rev d. Caliper ID: cal05593632 due: jun 11, 2021. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was none. The reported device was located on tooth #20 (universal) and was used for approximately 6 days. X-ray or picture image was not provided.appropriate documentation was reviewed. DHR review for the lot number (2019061442) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (2019061442) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up" h3: changed "no" to "yes"

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This submission is being sent to correct an omission to MFR report number 0001038806 - 2020 - 01980. The following sections have been updated: b4: date of this report d9: device availability g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient has pain weeks after the implant was placed, patient called to report the pain. Patient will return for a new placement at a later date tooth #20.